Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a preclose technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a suture break was noticed for four proglide. The sutures of four other proglide devices were preplaced successfully. Hemostasis was achieved with the four successfully preplaced proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is reportedly unknown if the physician is trained in the use of the proglide device or established in the preclose technique. No additional information was provided.